Event description:
It was reported that while positiioning the tube head for a patient exam the c-arm rotated uncommanded. The c-arm made contact with the technologist's head and she was evaluated by their employee health department. There was no bump, bruising, bleeding, and the technologist returned to work after being evaluated. No further medical intervention was needed. No patient impact. On evaluation of the system by a field service engineer it was determined that the rotational switches needed to be replaced. Once this was completed the system was working as intended.